Manufacturer narrative:
The heartmate 3 lvas was implanted during (B)(6). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in (B)(6). (B)(4). Approximate age of device ¿ 70 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had presented to the emergency department on (B)(6) 2017 after receiving two shocks from their medtronic ICD. Patient¿s rtf was 76. The patient¿s system controller log file was submitted for review. Upon review of the submitted log file by a representative of the manufacturer¿s technical services, a pump stop was observed on (B)(6) 2017 at 22:18:24 which appeared to be associated with an esd event. During an esd event the pump is designed to automatically reset when subjected to a high static discharge event. The pump was off for approximately 3 seconds during the reset and restarted promptly as designed, and functioned as intended during the event. Per the representative, a driveline disconnect was not recorded within the log file. It was reported by the healthcare professional that the patient had caught the driveline and gave it a sharp tug at around the date and time of the observed esd event. There reportedly was no damage to the driveline evident from a visual and tactile inspection. The modular cable was verified to have been in the locked position at the time of the event, but this was not confirmed during the patient¿s initial account of the event. It was possible it was not at the time of the pump stop.